Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer troubleshooted the problem with tower door clearing screen while in use, tested all tower doors and was not able to duplicate issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had transaction information disappearing from the screen and transaction completed before tower door closure. The customer stated that there was a delay as medication had to be retrieved from the pharmacy. There were no adverse events or injuries reported based on this incident.